Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed and the following deviation from instructions for use (IFU) was noted: - brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed at detection of bacteria. Moreover, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently due to the deviation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing accessories)" / "manually cleaning the endoscope and accessories" / "brush the channels". "Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning detergent is salvanios premium. The customer aspirates water through the channels and flushes out the air/water and auxiliary channels. The scope is not manually disinfected. The customer uses automated endoscopic reprocessor (aer) soluscope series 4, along with detergent soluscope cln, disinfectant peracetic acid (paa). The aer was not cultured. The endoscope was stored horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and the channels tested positive for more than 115 colony forming units per 100 milliliter (ml) of pseudomonas aeruginosa and klebsiella oxytoca. The device was tested after almost three weeks. The air/water channel tested positive for two (2) cfu/100 ml of pseudomonas aeruginosa. The suction/biopsy channel tested positive for 500 cfu/100 ml of klebsiella oxytoca, 500 cfu/ml of stenotrophomonas maltophilia and 500 cfu/100 ml of pseudomonas aeruginosa. The scope was not used in between the tests. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information regarding device return date, olympus hygiene microbiological investigation (hmi) results and device evaluation findings. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfu) per endoscope of microorganism. The obtained results were in conformance with the requirements. The returned device was evaluated. The scope connector exhibited leakage. The light guide rod lens was cracked. The charge coupled device (ccd) cover lens was chipped and the glue was porous. The adhesive of the bending section cover was separated. The scope cover was cracked. The switch key top had a pinhole. Buckling was noted on the universal cord. The housing of the connector plug unit was damaged. The angulation in all directions was less than the specified value. Wear and tear was noted on the biopsy channel. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.